Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of above 600 mg/dl and moderate ketones. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged the same day with no permanent damage. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.